Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The reporter indicated a PICC 25ga line was placed 4/22 and then had to be pulled 4/24 because it cracked at the clear hub and was leaking. There was no patient harm, but a new piv was placed until another PICC team member was working and able to replace the line. A new PICC was inserted the next day. The sample is available.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. Visual inspection of the returned product found the luer was cracked which would result in leakage. There were no similar complaints found related to the lot. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and a CAPA was initiated to address this issue. The CAPA is currently in the effectiveness phase which will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.